Event description:
(B)(6) female born prematurely with patient ductus arteriosus and feeding intolerance required total parenteral nutrition (tpn) and intralipids for nutritional support. While the tpn was infusing via the smartsite infusion set, an ivpb (IV piggy back) was infusing via the port closest tot he patient. Once the ivpb was completed, it was removed from the tubing, and the port was subsequently found to be leaking. Fluids were then aspirated through the same port and a few hours later the port was found to have fluids leaking from it. The smartsite infusion tubing set was subsequently changed and replaced with a new set. No further issues noted. No patient harm occurred.